Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution and blood are dried on the lens. The lens has been cut into three pieces, typical of insertion and removal from the eye. Power and resolution testing could not be conducted due to extensive damage. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The reported events could not be verified. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient is unhappy with the results. The initial results post-op were good, but, her vision has deteriorated over time. The iol was received with a note stating that the iol had been exchanged for a different model iol.